Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was hospitalized for seizures. The reporter indicated that at the time of the event it was unclear if the seizures were blood glucose related as the patient¿s blood glucose was 219 mg/dl at the time of admission. Troubleshooting of the event was unable to be completed at the time of the call. The reporter was contacted on (B)(6) 2013 to follow up on the event and the reporter indicated that the seizures were suspected to be related to hyperglycemia. The reporter indicated that the patient¿s blood glucose levels were high but did not provide values. The reporter confirmed that there were no known contributing health conditions related to the event. The patient was started on a courtesy replacement pump and insulin pump therapy was resumed. This event is reported with the conclusion that the patient was hospitalized for seizures related to hyperglycemia of unclear cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.